Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system connectors were removed and reseated during the service call and the power supply voltages were reset. The system was tested and found to be working as intended and put back into service.